Event description:
It was reported that the lead exhibited loss of capture, with autocapture and with a magnet. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.